Manufacturer narrative:
The device was not returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not available for evaluation.

Event description:
It was reported that during a surgical procedure the angled saber portman chuck was overheating, and became impossible for the user to hold. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.